Event description:
It was reported that t2 did not deploy. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.